Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) in complaint was returned to zoll (B)(4) for investigation. Historical complaints were reviewed for service information related to the reported complaint and ccr 24184 was reported for user advisory (ua) 45. Visual inspection was performed and no physical damage was observed. Review of the archive data revealed multiple ua45 error messages occurred on the reported date of event. Functional testing was performed; the autopulse platform passed functional tests without exhibiting any fault or error ua45, indicating that the user was able to clear the error message. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45. Further investigation was performed and found (unrelated to the reported complaint) stiffness to the drive shaft on rotation check. To resolve the drive shaft stiffness, the sticky clutch plate was deburred. The power distribution board was also updated to ensure that the autopulse remains current. In summary, the customer compliant was confirmed during archive review; however, the ua45 error could not be duplicated during functional testing. The autopulse platform is a reusable device and was manufactured 12/23/2014.

Event description:
After the autopulse platform (s/n: (B)(4)) was removed from the shipping box, the reporter attached a lifeband. Upon powering on the device, it was reported that the platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. After multiple attempts to resolve the issue (by reinserting the battery and lifeband and restarting the device) the error message cleared. There was no patient involvement reported.